Event description:
The following information was received from global pharmacovigilance (gpv) is a clinical report of an observational study from a physician in (B)(6) of peritonitis in subject coincident with extraneal, physioneal 40,and nutrineal therapies. On (B)(6) 2009, the subject experienced peritonitis. Treatment for the event was not reported and the primary contributing factor to the event was unknown. The subject recovered from the event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This report of use error-breach in aseptic technique was confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Pd therapy was ongoing until the subject was transplanted soon after the index event. It was clarified that the primary contributing factor to the event was a break in sterile technique. The peritonitis was treated with intraperitoneal cefazolin (dose and frequency not reported) from (B)(6) 2009.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed. The assignable cause is undetermined.